Event description:
The mother reported via phone call that the customer experienced high blood glucose. Customer's last known blood glucose was 565 mg/dl. It was found the customer did not receive their basal rates, causing them to have high blood glucose. The mother also declined to troubleshoot for the customer's high blood glucose. The mother also requested assistance with connecting the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.